Manufacturer narrative:
(B)(4). The customer report of a separation was confirmed during evaluation. The root cause is unknown. A batch review was performed and no deviations were found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The nurse reported the blood culture result revealed klebsiella pneumoniae and group d enterococcus. No additional information provided.

Manufacturer narrative:
(B)(4). The sample has been received for evaluation. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
The customer reported to corporate product surveillance (cps) a blood stream infection (bsi) that they believe is related to a separation that occurred with an extension set. The extension set separated between the y tubing and the male luer. The customer removes the interlink injection sites and replaces them with a hospira micro clave. An unknown total parenteral nutrition (tpn) tubing was connected to the extension set, which was connected to a hickman catheter. The reported event occurred while infusing tpn to a child. The mother checked on the child and realized the set separated and immediately clamped everything off. The separation caused a blood backflow (amount of blood loss unknown) and tpn to infuse into the crib. It is unknown how and when the separation occurred. The child had defecated in the crib and stool was on the tubing. The set is changed weekly by a nurse, but they are often called more frequently to change the set because it becomes soiled. The last time the set was changed was on (B)(6) 2011. The facility received a call from the child's mother on (B)(6) 2011 and the child was admitted to the hospital on (B)(6) 2011 with a fever. A blood culture was performed and a bsi was identified. The child is currently in the hospital in stable condition and receiving antibiotics. The child will remain hospitalized until all cultures are completed. No additional information is available.